Event description:
It was reported that the customer is not using a bd approved syringe (sol m brand syringe) syringe module and patient controlled analgesia (pca) syringe pump modules. Upon loading sol m brand syringe into syringe or pca module the sol m syringe is not recognized as approved syringes populate the screen, leading to clinician confusion. Customer reports they have not had any complaints on this. There was patient involvement however no patient harm has been reported. Customer received education regarding use of incompatible syringes.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.